Manufacturer narrative:
Upon receipt, the lead under complaint was found torn 50.5 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. The lead fragment demonstrated multiple extraction damages. The lead body was excessively stretched. As mentioned in the complaint description the ring electrode was missing, furthermore the steroid collar and the tines were torn off. Both shock coils were deformed as well. These damages most likely resulted from mechanical and tensile forces applied during the extraction procedure. Thus it is assumed that the lead was severely ingrown, also showing adhesive tissue residuals on the lead body. Apart from this, the visual inspection revealed multiple lenticular abrasion marks along the lead body. In particular 12.5 cm proximal to the lead tip the insulation was rubbed through. Based on the characteristics of these findings, it is reasonable to assume that the lead was under severe mechanical stress in the implanted state due to constant interaction with the ra lead and modified tissue, what most likely caused the insulation damage. In this region, the conductor cable to the ring electrode was found partly pulled out of its lumen, consistent with the observation made after the extraction of the rv lead. Due to the already present insulation damage of the lead in this area in the implanted state, the conductor cable was partly pulled out of its lumen during the extraction procedure. Furthermore approximately 6.5 cm proximal to the lead tip, the conductor cable to the ring electrode was fractured. This damage might be the root cause of the increased pacing impedance, reported in the complaint description. However, as the distal end of the fractured conductor cable including the ring electrode was not available, no definite conclusion can be drawn, whether this fracture occurred in the implanted state or originated from the extraction procedure. The proximal lead fragment could not be analyzed, as it was not returned. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Event description:
Ous MDR - an increase in impedance was seen in this lead. During the explant procedure, despite using a laser sheath, the ring electrode remained in the patient. After removal, it was noted the conductor cable between the rv coil and the svc coil was exposed.